Event description:
This is now my third attempt to write this because I keep deleting the form. I suffer from bipolar depression and was desperate to find something that would work so I could go back to work. None of the medication worked so I did 12 bilateral ect treatments back in 2008 or 2009. They were not successful. I was told that I would have memory problems for up to six months and then things would go back to normal. It's now 6 or 7 years and I have some long term memory problems but I mainly suffer from short term memory problems. I can't tell you how frustrating this is for me. I can't find simple words and try to describe it so someone can tell me what I'm looking for. I can watch a tv show or movie and not remember it. I watch it again like it's the first time. Sometimes I notice the tv show when I'm watching the following week and I don't remember how something happens or when. I've watched but forgotten the previous weeks show so I have to go back and watch the previous weeks show to catch up. Thank goodness for my (B)(6). I am very lucky to have such a patient husband because I am always asking things more than once or twice, searching for words and watching things over again. I used to be able to do complex math problems in my head and now I struggle to enter then into a calculator. My husband said I could do them in my head faster than he could input them into a calculator. That ability is gone. I have difficulty writing things that make sense and find spelling errors. I read it several times and still miss things. I tried to use the dictation feature on my phone but it still didn't all make sense. The most disturbing thing that happened the other day was I looked at my shoe and couldn't think how to tie it. It didn't take long to remember and do it but it has really bothered me. I sometimes joke that my phone is my brain but it really is. I have everything on a calendar with at least 2 reminders. I have alarms and alerts for everything so I don't forget something. I have all contacts listed, including home. I also input address into my map in case I do not know or forget how to get somewhere. I have an app on my phone for my grocery list. I input items on the list and my husband can add or delete items from his phone or computer. It has a box to check it off as you get it and when I think I'm finished, I click the trash can. If everything is gone then I got everything otherwise it shows me what I missed. I still suffer from severe depression with the occasional mania so nothing has worked. I know ect is a very effective treatment for many but it has been a nightmare for me. I ask that you continue to keep this high risk and do further investigations into the possible side effects. I wish I had known this was a possibility because I wouldn't have done it. I have also been checked for a stroke and my husband said he would have considered alzheimer's if it didn't begin with the treatments.